Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Driveline cable hw1951 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed multiple breaks in the outer sheath, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline cable. The sheath repair conducted by the site was removed and a driveline sheath repair was performed by the heartware clinical specialist to mitigate the conditions reported. Heartware has initiated an intiernal investigation to evaluate driveline sheath damages. Based on the investigation conducted the most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Reporter address-line 2:(B)(6). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
"T" was reported that the driveline sheath was damaged. Cracking was noted in the outer sheath of the driveline. Approximately two centimeters of the outer sheath was missing about halfway down the driveline and about two centimeters of outer sheath was missing in two different spots adjacent to the strain relief. The inner silicone lumen and wire were intact. The patient denied any alarms associated with driveline cracking and no alarms were noted per interrogation. The site initially repaired the driveline with rescue tape, but the next day it was serviced and the rescue tape was removed and replaced. A new repair was performed per protocol. The ventricular assist device (vad) remains in use.  Besides annoyance, no patient complications have been reported as a result of this event.